Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial # unknown, implanted: unknown, explanted: unknown, product type :catheter, product ID: a810, serial# unknown, product type: software. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown, UDI#: unknown .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving lioresal with concentration 1000 mcg/ml at a dose rate of "300 gamma /days" via an implantable pump. The patient's medical history included cerebral palsy. It was reported that the patient was having a block procedure or reimplantation of an ascenda system and synchromed pump performed on 2022-oct-20 regarding the patient's material (catheter) having been in the process of perforating the skin. The pump was explanted and discarded. The patient was without injury regarding their status as of (B)(6) 2022. The patient's gender, age, and weight at the time of the event was unknown or would not be provided.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# unknown, implanted: (B)(6) 2016(approximate date, specific year known only) product type catheter product ID a810 lot# serial# unknown product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. Regarding the reason for pump explant/replacement, it was clarified that there was only an issue with the catheter and the pump was to be replaced before (B)(6) 2023. The catheter was implanted in 2016. The date (B)(6) 2016 is considered an approximate catheter implant date (specific year known only). The lot/serial number of the catheter was unknown. The surgeon noted the perforation of the skin occurred on (B)(6) but he didn¿t know since when it was apparent because the patient was not able to express it because of her disability degree. It was noted that the physician did not have clear information from the patient¿s care providers. The entire device system (catheter and pump) was replaced. The issue / catheter having been in the process of perforating the skin had been resolved. The healthcare provider had discarded the catheter.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The pump serial number was clarified. The pump was implanted on (B)(6) 2016. The model of the catheter associated with the event was 8731. There were no known factors that may have led or contributed to the catheter having been in the process of perforating the skin.

Manufacturer narrative:
Continuation of d10: product ID 8731 serial # unknown implanted: (B)(6) 2016 (approximate implant date; specific year known only) explanted: (B)(6) 2022 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.